Event description:
Rods broke postoperatively in the cervico-thoracic junction. Revision surgery scheduled for (B)(6) 2012. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.